Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 117 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, and cracked battery tube threads. The device was received without the original belt clip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).